Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that a sensor failure after warm-up occured. The sensor was inserted into the arm on (B)(6) 2022. She stated that on the morning of (B)(6) 2022, she had received a sensor failed alert and had no readings on her phone or insulin pump. The last recorded reading was at 10:00 pm the previous evening when she was asleep. By the time the failure was noted the patient was already experiencing hyperglycemic symptoms including blurred vision, rapid heartbeat, and thirst, so she was unable to change the sensor. She stated that she did not have access to any test strips to check a blood glucose (bg) with a meter and that she was not in a state to check levels. Her roommate called for an ambulance at 12 pm. The patient was taken to the hospital and admitted to the intensive care unit (ICU). Ketones were recorded at 4.0 mmol/l. She cannot remember if a bg was checked. She was treated with an insulin protocol, adrenaline, and hydration infusion. She remained in the ICU for 24 hours before being moved to another ward, and was discharged from the hospital at 7:30 pm on (B)(6) 2022. Ketone levels were recorded at 0 mmol/l and the bg was 7.4 mmol/l at the time of discharge. At the time of the report the patient was in stable condition. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
A review of performance data shows that the patient¿s high alert was set to vibrate only with the threshold set to 14.5 mmol/l. The snooze duration for the high alert was set to 30 minutes and the patient¿s always sound feature was enabled. At 4:59 pm on (B)(6) 2022, the patient¿s estimated glucose values exceeded the high alert threshold and she received a high alert with vibration only with an estimated glucose value (egv) of 16.2 mmol/l. The patient continued to receive high alerts with vibration only every five minutes until the alert was acknowledged at 6:23 pm. The patient¿s egvs remained above the high alert threshold throughout the 30-minute snooze duration. Once the snooze duration was complete at 6:54 pm, she again received a high alert with vibration only with an egv of 21.4 mmol/l. At 6:59 pm, the patient received a second high alert with vibration only with an egv of 21.5 mmol/l. The alert was acknowledged at 7:02 pm. Once again, the patient¿s egvs remained above the high alert threshold throughout the 30-minute snooze duration. Once the snooze duration was complete at 7:34 pm, the patient again received a high alert with vibration only with an egv of 19.2 mmol/l. From 7:39 pm to 10:44 pm, the patient experienced sensor error. During the sensor error, the patient continued to receive high alerts with vibration only every five minutes until the alert was acknowledged at 10:34 pm. The patient¿s sensor subsequently expired at 10:44 pm, three days earlier than the sensor¿s intended ten-day duration. The patient received a sensor expired alert at partial volume at this time, followed by a second sensor expired alert at half volume at 10:49 pm and a third sensor expired alert at full volume at 10:54 pm. The sensor expired alert was acknowledged at 5:33 am the following morning. The probable cause of the early sensor expiration could not be determined. The reported complaint of sensor failure was not confirmed. The patient did not start a new sensor session until 8:20 pm on (B)(6) 2022. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).